Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Per da vinci xi surgical system in-service guide, energy cords should be connected to the instrument housing prior to instrument being docked to the usm. Furthermore, per the da vinci instructions for use (IFU), users should always use proper strain relief on instruments, endoscopes, or accessories with external attachments, to avoid exerting external forces on an arm that could cause unintended motion. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse tried multiple instruments in multiple configurations and was not able to reproduce the customer reported issue under normal conditions. The fse was able to advance the instruments if the clutch button was pushed and the blue led was blinking, as designed. The instruments could also be advanced when doing an instrument exchange and with a blinking green led. At no other time could the instruments be inserted without excessive force to overcome the motor friction.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, universal surgical manipulator (usm) #2 moved unexpectedly with a fenestrated bipolar forceps (fbf) instrument installed. The event occurred while the bedside assistant attached a blue bipolar cord to the instrument's housing. The instrument was holding the gallbladder when the unintended instrument and usm movement issue occurred. The gallbladder was pushed into the liver. However, according to the surgeon, there was no injury to the liver or the gallbladder. The surgeon attributed the event to the erbe generator, producing a connection error; the surgical team was troubleshooting the energy connection during the event. The procedure was completed robotically with no further complications.